Manufacturer narrative:
(B)(4). Batch # t5ej80. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage with all staples present and with the breakaway washer uncut, indicating that the device had not been fired. No protruding staples were observed. However, marks were observed on the safety and the staple retainer was returned with marks of staples. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. Due to condition of safety, appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an open colectomy, staples were protruding before use. Another device was used to complete the case. The staple housing and the device body were stained with blood. There is a possibility that the device was operated some before firing. There was no bleeding from the site where the device was used. There were no adverse consequences to the patient. No further information is available.